Manufacturer narrative:
The device was tested on the bench and no anomalies were found.

Event description:
It was reported that the patient developed endocarditis and was admitted to the hospital. The patient's condition was further complicated by multiple open skins sores and semi-recent amputation of the fingers and lower extremities. The patient was scheduled for removal of the implantable cardioverter defibrillator system. The primary indication for the procedure was to remove vegetation attached to the chronic atrial lead. On (B)(6) 2019, the patient presented for the procedure. Transesophageal echocardiogram was performed and found no endocardial vegetation that was indicated for the procedure. The implantable cardioverter defibrillator system was removed without further complications. The patient tolerated the procedure well. Related manufacturer reference number: 2017865-2019-09706, 2017865-2019-09708, 2017865-2019-09709.